Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting into the application software. A review of the system log files cannot confirm the reported malfunction. Upon troubleshooting actions, fse attempted to restore the ghost back up and load software, but the os load stopped progressing after about 20 minutes. Fse identified that there was an issue with host pc. The defective host pc was returned for analysis and it was concluded that the cmos battery voltage was below spec. Fse replaced the host pc, hard disk and reloaded the system software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot into the application software. There was a black screen on the data monitor with the mouse cursor that would move. The system was not in clinical use. There was no reported to patient or user harm. Philips has started an investigation of this complaint. A philips field service engineer (fse) inspected the system onsite and replaced the hard disk and the host pc and returned the device to use in good working order.